Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: the pump's black box showed evidence of call service 012 alarms. A 24 hour duration test was successfully completed with no alarms observed. There was no evidence of moisture on the internal components of the pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was a call service 012 alarm. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions. There was no serious injury associated with the complaint.